Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient lost stimulation. Reprogramming was able to provide effective therapy, however 1 hour after reprogramming, the patient's programs began auto-reducing. The sjm representative met with the patient and diagnostic testing indicated invalid impedance readings on multiple lead contacts. Reprogramming was unable to provide effective therapy. The patient is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.